Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he has been experiencing high blood glucose levels. The customer's blood glucose at the time of the call was 257 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Conducted the high pressure test twice, and the insulin pump failed both times. Advised the customer that the insulin pump would need to be replaced. Nothing further was reported.